Event description:
It was reported that during pre-dilatation in the moderately calcified and tortuous, 75% stenosed right coronary artery, the voyager balloon ruptured at 8 atmospheres during the first inflation. The device was removed from the anatomy and an attempt was made to advance a mini vision stent system; however, resistance due to calcification was felt and a stent strut became flared. The stent system was removed from the anatomy. The procedure was successfully completed using a xience v stent system. There was no adverse pt effect. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion characteristics, pt disease state, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately tortuous, moderately calcified and 75% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager may have aided the eval in determining a cause for the rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the info received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.